Event description:
It was reported that the patient had infections, irritation and rash when used the purewick female external catheter. Patient had tried over the counter medicine that had not help. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infections. As per follow up by the liberator on (B)(6) 2022, it was stated that the patient had experience a very bad reaction to the purewick female external catheter and patient had a rash. The patient would be going to see the neurologist and to bring a wick with the doctor to look at to try to see why they had an reaction, because they never had an allergic reaction to anything. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs". Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had infections, irritation and rash when used the purewick female external catheter. Patient had tried over the counter medicine that had not help. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infections. Per follow up by the liberator on (B)(6) 2022, it was stated that the patient had experience a very bad reaction to the purewick female external catheter and patient had a rash. The patient would be going to see the neurologist and to bring a wick with the doctor to look at to try to see why they had an reaction, because they never had an allergic reaction to anything. Patient had been using the purewick product for less than 90 days.